Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy implant date: not applicable, as lens was not implanted. Explant date: not applicable, as lens was not implanted, hence not explanted. Initial reporter telephone number: (B)(6). Device evaluated by MFR: it was indicated that the device is not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was crack at the optic edge. Intraocular lens (iol) was partially inserted in the eye and was removed. Vitrectomy and sutures were performed. No further information available.